Manufacturer narrative:
(B) (4) alarm failure to. Evaluation of the returned product shows that the alarms fail safe function is ok, the rj11 pins are bent. (B) (4).

Event description:
The customer reported that the alarm powers on but will not alarm when the magnet is taken off. When the sensor pad is hooked up to the alarm, the alarm will not go off when pressure is taken off of the sensor pad. No pt injury was reported.